Event description:
The customer stated that she tested her blood glucose using her contour meter and another meter (brand unk). The contour read 589 mg/dl, while the other meter read 89 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.